Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was observed to be damaged. Reportedly, the o-ring remained attached to the pump. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 161 mg/dl.